Event description:
The facility had sent an infusion pump in for service where a baxter service tech had discovered a failure code 500:320:831:0000. The biomed engineer of the facility had stated that no pt injury or medical intervention had occurred with the pump. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available.